Manufacturer narrative:
(B)(4). Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of myocardial infarction and thrombosis, as listed in the absorb gt1 instructions for use, are known adverse events associated with the use of a coronary scaffold in native coronary arteries. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient presented with unstable angina. The index procedure on (B)(6) 2017 was to treat a de novo lesion located in the proximal circumflex. Vessel sizing was performed with quantitative coronary angiography (qca). Predilatation was performed with a 3.0 mm balloon with 20 atmospheres (atm). Residual stenosis was greater than 40%. A 3.0x18mm absorb gt1 was implanted. Post-dilatation was performed with a 3.5 mm nc balloon catheter to 20 atm. No imaging was performed to confirm that the scaffold was fully apposed to the vessel wall. The final angiographic residual stenosis was less than 10%. The patient was discharged home on aspirin and ticagrelor. After 2 days, the patient did not take aspirin. The patient returned to the hospital in (B)(6) 2017 with an acute myocardial infarction and in-scaffold thrombosis. An unspecified 3.5mm drug eluting stent was implanted in the distal part of the absorb scaffold and dilated with drug eluting balloons. Intravascular ultrasound was performed. The patient in good general condition. No additional information was provided.